Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer needed assistance clearing an alarm that kept reoccurring every five minutes. The customer stated that the insulin pump kept alerting to program their blood glucose into the device. The customer tried clearing the alarm but the anomaly persisted. The customer's blood glucose was 125 mg/dl. The customer also stated that earlier during the day the sensor showed low blood glucose of 53 mg/dl and high blood glucose of 400 mg/dl. The customer declined troubleshooting attributing the low and high blood glucose levels to their recent medication change. Assistance was provided to turn off the sensor high/low alerts, per customer's request. Nothing further was reported.